Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4) the event is no longer reportable as the reported type 3 endoleak is noted as inadequate seal of modular graft devices and it is assumed that the zta is implanted as the most proximal device and then the proximal part of the tbranch is implanted inside the distal end of the zta. Therefore, it must be the tbranch device that does not seal inside the zta, why it is assessed that only the tbranch contributes to the development of the endoleak. Tbranch is not similar to a device marketed in us. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study wce-1713: zenith alpha thoracic post market retrospective study: synopsis: a type iii endoleak was repaired 9 days post-procedure. Date of diagnosis is not yet known, but the endoleak was not present on procedure imaging. On (B)(6) 2020, the 70-year-old male patient was emergently treated for fusiform thoracic aortic aneurysm, including free rupture, with placement of a zta-pt-36-32-209, a tbranch-34-18-202, and 3 non-cook grafts, starting at zone 3. Procedure angiography revealed patent study device, no endoleaks, and no device issues. On (B)(6) 2020, the patient underwent a secondary intervention: endovascular placement of a distal component graft as treatment for a type iii endoleak-inadequate seal of modular graft devices. On (B)(6) 2021, the 6-month follow-up imaging revealed patent study device, no thrombus, no device issues, and a type ii endoleak. It is noted that no secondary intervention was performed to treat the endoleak. On (B)(6) 2021, the 12-month follow-up visit was conducted without imaging. No adverse events were noted. On (B)(6) 2022, the 2-year follow-up visit was conducted without imaging. No adverse events were noted. On (B)(6) 2023, the 3-year follow-up imaging revealed patent study device, no thrombus, no device issues, and no endoleaks. Additional information received 28apr2025: ¿ the type iii endoleak was between the zta and the t-branch. Patient outcome: the secondary intervention to treat the type iii endoleak was noted as successful. Follow-up imaging indicates resolution of the endoleak.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.